Event description:
It was reported that during a robotic assisted lobe resection procedure, the surgeon nicked the pulmonary artery with a gyrus device and controlled the bleeding with the gyrus by closing the jaws of the robot, while the other surgeon was placing the endocutter device to fire. The endocutter device was opened and closed on the pulmonary artery twice, but it was then noticed that the patient's end tidal co2 had dropped significantly and had been low for some time, so the device was reopened and removed from the patient. The surgery was suspended for about an hour as they infused the patient with blood products and waited for the patient's vitals to stabilize. The device jaws appeared to be closed while the trigger was in the open position. The device was removed from the table and was replaced with a new one. Once the patient had stabilized they attempted to stop the bleeding with a clip, but were unable to achieve proper hemostasis. They then attempted to use the gyrus device again to stop the bleeding. The gyrus seal held for little while and then started bleeding again. The patient coded and CPR had to be administered for five minutes. The surgeon then created a thoracotomy. They then removed part of the lobe with a new endocutter device and the pulmonary artery was hand sewn to achieve hemostasis. The current condition of patient is unknown. Two additional attempts have been made to obtain additional information. No additional information has been received to date.

Manufacturer narrative:
Date sent: 06/02/2009. Information anticipated, but unavailable at this time.